Manufacturer narrative:
The products were not returned for evaluation. Device history record (DHR) of the finish good (fg) lot # 1151963 was reviewed. The fg lot # 1151963 was released for distribution on june 17, 2015 in compliance with the product specifications and integra requirements. No anomaly or discrepancies were reported during the manufacture of the fg lot. No other complaints have been reported for fg lot # 1151963 related to hair found inside packaged product or any other condition. (B)(4). Given that the complaint unit has not been received for evaluation, the reported condition (hair inside of package) could not be confirmed. It was reported in the complaint record that the hair was found inside the sterile package. The location of the hair suggests that it most likely entered the pouch during the packaging operation.

Event description:
A hair was found in the sterile package. There was no patient contact, injury, or delay in surgery. There was no patient prepped for surgery. No delay in surgery.